Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The spouse called back and stated that the customer started to feel ill the night before, and she kept bolusing to lower the glucose level, but it did not help and the insulin pump alarmed no delivery. After several attempts of bolusing, the customer decided to go to the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.